Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Through an analysis of the electronic patient record and key log, it was verified the reported issue occurred; however, after the device evaluation, the issue could not be duplicated. The customer had reported that they believed that a defibrillation shock was delivered to the patient during the event but after a review of the electronic data, it was confirmed that no defibrillation shock had been delivered. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that during a patient event, their device powered itself off. The customer stated that the device was connected to the patient for a synchronized cardioversion procedure. The customer indicated that when attempting to deliver a defibrillation shock, the device lost power. The device was then powered back on and normal operation was observed the remainder of the event. There was no additional information of the event provided.